Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced beeping from the device while it was on a charger and observed a prior insulin occlusion alert, after which acknowledging the alert stopped the beeping and charging continued; later, the user paused and then resumed insulin delivery and sought confirmation that insulin had resumed. Symptoms included hyperglycemia with a reported peak of 280 mg/dl and elevated glucose above 180 mg/dl for approximately seven hours, without ketone testing, backup therapy, medical intervention, or acute complications. Outcomes included no hospitalization and no need for third-party assistance. Investigation included customer counseling on acknowledging alerts, confirming delivery status, and operational use of the device. Investigation of this case revealed that the device alarmed appropriately for an insulin occlusion and that subsequent hyperglycemia was reported, with no persistent malfunction observed after alert acknowledgment and delivery resumption. It was concluded, based on previously established findings for similar reports, that the cause was unclear.